Event description:
It was reported that the customer was new to he insulin pump, and was wondering why she was receiving a low battery alert. The customer's blood glucose was unknown at the time of reporting. She stated that she was in the hospital at the time of reporting due to high blood glucose levels and, was on an insulin drip. The customer agreed to troubleshooting, and was able to clear the alarm. No equipment is being returned. No additional information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.